Event description:
It was reported that patient underwent a right total hip arthroplasty approximately twenty (20) years ago. A revision procedure had been indicated for an unknown reason; however, the patient is unable to schedule the revision procedure and none has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total hip arthroplasty approximately twenty (20) years ago. A revision procedure had been indicated due to the acetabular cup wearing through the wall of the patient's hip; however, the patient is unable to schedule the revision procedure and none has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification/expiration date - unknown. Date implanted - approximately 20 years ago. Date explanted - unknown. Initial reporter - unknown. 510(k) number - unknown. Manufacture date ¿ unknown.